Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had knee revision due to loosening of the primary tibial component patient consequence?: no. Is the information being submitted for this complaint all the details that are known/available regarding this event?: yes.